Event description:
Customer received result of 9.4 mmol/l on the mobile system, and a result of 3.3 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer ate breakfast and hypoglycemic symptoms improved. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208075, expiration date 09/30/2014). (B)(4).